Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during the elective procedure to replace this device, pacing inhibition was observed during the use of electrocautery. A boston scientific technical services consultant discussed the defibrillation detection circuit with the caller and the physician. The consultant instructed the physician to use short bursts of electrocautery and to minimize the use of forceps. No adverse patient effects were reported.